Event description:
Complainant alleged that medics responded to a call for pt (age unknown) who was a victim of a gunshot wound. While attempting to defibrillate the pt, the device failed to discharge via paddles. The user switched from paddles to electrode pads to continue treating the pt and deliver shock. Complainant indicated the pt subsequently expired.